Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.